Event description:
It was reported that a technician was present during a photovaporization of the prostate at ascension-elmbrook memorial hospital. There were two fibers used during the case. The first fiber almost immediately began failing and pausing the operation and a courtesy error code message occurred. It was thought that perhaps there were bladder or prostate stones causing the issue; however, the surgeon, informed the technician that the patient did not have any stones. This happened around 5-10 times (7:15 lasing time) before the doctor requested another fiber. The first fiber was replaced, and the procedure continued with a second fiber. The surgeon was unable to stop the bleeding and eventually switched to turp (13:02 lasing time). The case was successfully completed without patient complications. The first and second fiber were reported to be used as intended. The fibers were approximately 2mm from tissue, irrigation was at least 106cm higher than the cystoscope, the flow valve was opened during the entire operation, the fiber tips were not burry into the tissue and there was not excess tissue on the fibers. The second fiber had no performance issues. The fiber was coagulating and was able to coagulated. The physician did not allege any specifics to the second fiber ability to stop the bleeding, only that he preferred to use the turp to finish the operation. The physician believe that the bleeding was due to the patient abnormal physiology. This report is for the second fiber.

Event description:
It was reported that a technician was present during a photovaporization of the prostate at (B)(6) hospital. There were two fibers used during the case. The first fiber almost immediately began failing and pausing the operation and a courtesy error code message occurred. It was thought that perhaps there were bladder or prostate stones causing the issue; however, the surgeon, informed the technician that the patient did not have any stones. This happened around 5-10 times (7:15 lasing time) before the doctor requested another fiber. The first fiber was replaced, and the procedure continued with a second fiber. The surgeon was unable to stop the bleeding and eventually switched to turp (13:02 lasing time). The case was successfully completed without patient complications. The first and second fiber were reported to be used as intended. The fibers were approximately 2mm from tissue, irrigation was at least 106cm higher than the cystoscope, the flow valve was opened during the entire operation, the fiber tips were not bury into the tissue and there was not excess tissue on the fibers. The second fiber had no performance issues. The fiber was coagulating and was able to coagulated. The physician did not allege any specifics to the second fiber ability to stop the bleeding, only that he preferred to use the turp to finish the operation. The physician believe that the bleeding was due to the patient abnormal physiology. This report is for the second fiber.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber showed the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The glass cap is detached and not returned. The metal cap exhibits moderate charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed glass cap detachment is likely due to inherit risk of the device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. Based on the observed proximal circumferential fracture an overall evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted proximal circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.